Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending the pd treatment. The pdrn reported receiving an air detected in cassette and draining slowly alarms during an unknown drain cycle of treatment and the treatment was cancelled. The alarms occurred multiple times. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area on the external of the cassette. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested but to date has not been obtained.

Manufacturer narrative:
The complaint sample is not available for manufacturer physical evaluation. The fedex tracking number was verified and no information was found that the customer sent the sample. No sap shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots in sap. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending the pd treatment. The pdrn reported receiving an air detected in cassette and draining slowly alarms during an unknown drain cycle of treatment and the treatment was cancelled. The alarms occurred multiple times. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area on the external of the cassette. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested but to date has not been obtained.